Event description:
During a clinical procedure, the physician was coiling a ruptured 4mm middle celebral artery (mca) aneurysm. After successfully placing the first orbit coils 4x7, he then tried to place a mini complex 3x4. He did not manipulate the coil excessively. He detached it using the hydraulic syringe. He watched the needle fall back. However, when he began to withdraw the delivery tube he noticed the coil was still attached and felt a great deal of resistance. He realixed the coil had stretched. He was able to pull out the coil and microcatheter as one unit. The coiling of the aneurysm was completed by using gdc coils successfully. A prowler select lpes catheter was used. There was no report of patient injury or complication.